Event description:
A report was received that the patient¿s lead insertion site was red, and was oozing purulent liquid. The physician assessed the patient had a superficial infection due to the patient changing the dressing twice daily. The patient was hospitalized and administered IV antibiotics and oral antibiotics. The wound oozing has cleared and there will be no further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2316-50, serial/lot # (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model # sc-3400-30, serial/lot # (B)(4), description: infinion splitter 2x8 kit (30 cm).